Manufacturer narrative:
H4: device manufacture date: september 17, 2021 - september 18, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The event was further described as leaked from the lower left corner seam. This issues was identified after compounding prior to patient use. There was no patient involvement. No additional information is available.